Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) stopped working when trying to calibrate before priming and gave an error code associated to photocell. There was no patinet involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the reported error code is caused by photocell not connected or defective. The unit was returned to the manufacturer site and the reported issue was confirmed. The evo was cleaned, disinfected and repaired. Photo sensors and accessory spare parts were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported event was traced back to defective light barrier.